Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited phrenic nerve stimulation that was causing patient discomfort. The lead was explanted and successfully replaced. The patient was stable.